Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('intrauterine pregnancy at 35 and 6/7 weeks'), premature labour ('preterm labor') and premature separation of placenta ('placental abruption') in a 24-year-old female patient who had essure (ess205) (batch no. 623316) inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 3 (3 previous spontaneous vaginal deliveries, two of her vaginal births were at 36 weeks and one at 40 weeks, by the patient's history.), smoker, preterm labor and elective abortion. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced premature labour (seriousness criterion medically significant) and premature separation of placenta (seriousness criterion medically significant) with haemorrhage in pregnancy. At the time of the report, the pregnancy with contraceptive device and premature labour outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device, premature labour and premature separation of placenta to be related to essure (ess205). The reporter commented: trailing coils: right- 4, left- 6 coils 16aug2010 (per mr) pre and postop diagnosis: multiparity desiring permanent sterilization procedure: laparoscopic bilateral tubal ligation . Lot number: 623316 manufacturing date: 2007-02 expiration date: 2009-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('intrauterine pregnancy at (B)(6) and 6/7 weeks'), premature labour ('preterm labor') and premature separation of placenta ('placental abruption') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 623316) inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 3 (3 previous spontaneous vaginal deliveries, two of her vaginal births were at 36 weeks and one at 40 weeks, by the patient's history.) Smoker, preterm labor and elective abortion. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced premature labour (seriousness criterion medically significant) and premature separation of placenta (seriousness criterion medically significant) with haemorrhage in pregnancy. At the time of the report, the pregnancy with contraceptive device and premature labour outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device, premature labour and premature separation of placenta to be related to essure (ess205). The reporter commented: trailing coils: right- 4, left- 6 coils, (B)(6) 2010 (per mr). Pre and postop diagnosis: multiparity desiring permanent sterilization. Procedure: laparoscopic bilateral tubal ligation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.